Event description:
It was reported that during a coronary stenting treatment procedure, a stent embolization occurred. The 95% stenosed lesion being treated was located in the mid right coronary artery (rca). The lesion was predilated with a 2.5x15 quantum maverick balloon, a total of four inflations were made during the procedure to 10-23atm. The physician attempted to place a 4.00x32mm liberte bare metal stent. However, when attempting to manipulate into the ostium of the rca the stent dislodged. The liberte stent was removed with a snare and the procedure was completed with a 4.0x28mm non-bsc sent. Pt status reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.